Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during a bolus delivery attempt. The customer's blood glucose was not known. The no delivery alarm was resolved by a complete set change, and could possibly have indicated a reservoir occlusion. Nothing further was reported.